Manufacturer narrative:
(B)(6). The evaluation results revealed that one ultra fast-fix assembly ¿ curved device and ce was returned for evaluation of the reported complaint mode, "non-deployment". The complaint could not confirmed. The conditions of the two devices returned differed from that observed. The curved ultra fast-fix device was received with the suture off the needle; the implants were still attached to the suture, which was also detached from the device. There is a sharp bend in the inserter shaft, and the implants are next to each other on the suture, which most likely occurred while pulling on the suture. The actuator was able to be actuated as designed. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review identified no additional complaints for either lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is required at this time. (B)(4).

Event description:
It was reported that during a meniscal medial repair on the red area, t2 would not deploy; t1 was cut-free and removed. There was a non-deployment. The implant did not come out during second fire. Another ultra fast-fix was used to complete the procedure. This was a medial type of meniscus repair. The red area of the meniscus was being repaired with a contralateral approach. The one hour delay was due to the struggle to remove the implant. The patient was noted to be okay post-procedure.